Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-18. H6: investigation summary customer returned (38) sealed 4mm, 32g pen needles with the shelf carton from lot # 9317875. Customer states that the consumer is not getting the full dose and the site is wet. Thirty out of 38 returned pen needles were tested and all were able to expel properly without any observed defects. Customer states that she feels getting less depth with injections. Thirty out of 38 returned pen needles were tested using the comparator to measure the length of the patient end of the cannula (specs for 4mm cannula length: 0.109¿-0.203¿). Customer states that she has consistent elevated glucose values. Thirty out of 38 returned pen needles were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications h3 other text : see h10.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us leaked. The following information was provided by the initial reporter: material no: 320550 batch no: 9317875. It was reported that the consumer is not getting the full dose and the site is wet. Also, has consistent elevated glucose values. Verbatim: consumer reported not getting a full dose. Site is wet/leakage feels getting less depth with injections. Used 3 boxes. She waits the 10 seconds with injections she claims to be overweight. Consistent elevated glucose values while trying to exercise more. Does not pinch up skin with this needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us leaked. The following information was provided by the initial reporter: material no: 320550, batch no: 9317875. It was reported that the consumer is not getting the full dose and the site is wet. Also, has consistent elevated glucose values. Verbatim: consumer reported not getting a full dose. Site is wet/leakage feels getting less depth with injections. Used 3 boxes. She waits the 10 seconds with injections she claims to be overweight. Consistent elevated glucose values while trying to exercise more. Does not pinch up skin with this needle.